Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2026 and barbed suture was used. The suture was broken after the 1st stitch. The box has been discarded, so the lot number is unknown. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4).additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.additional information provided:the procedure was a total knee arthroplasty: tka or a total hip arthroplasty: tha.it was not a control release needle.additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If it becomes available in the future, please provide lot number.- please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.- provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.